Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend assembly was bent. The technician replaced the trend assembly to repair the bed.